Event description:
Patient presented with high impedance. The lead was replaced, and the generator was replaced prophylactically. The explanted products were discarded after surgery. No other relevant information has been received to date.